Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. Reference internal complaint (B)(4).

Event description:
It was reported the physician completed a myosure procedure for uterine tissue removal on (B)(6) 2017, and the patient went to the patient anesthesia care unit (pacu) for recovery. A little bit after the procedure the patient was still bleeding. The physician brought her back into the operation room (or) and packed her with gauze. The patient then went back to the pacu and was discharged home later that day.